Event description:
It was reported by the customer that the bolus amounts were not available in the bolus history. Assisted customer with rewind process and verified device was functioning properly. Customer's blood glucose level was 159 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).